Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the issue did not recur.